Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The customer had confirmed the selection of sdi and y/c videos. The sdi image was static and y/c was black. The customer tried a composite video image, but the black image was displayed. The customer did not have any other equipment to replace. The customer did not respond to multiple due diligence follow ups, so no further information is available. This issue may be caused by a failure of the image output board installed inside the product. Since the product has been produced for seven years, accidental failure due to prolonged use may also occur.

Manufacturer narrative:
Additional information for this event is not yet available. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during set up while the patient was in the waiting room, the device yielded only a black screen on the monitor. There is no harm reported to the patient.